Event description:
During a remote follow-up, premature battery depletion of the device was suspected. As a result, the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal..